Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons function properly. No damage was found on the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. The insulin pump was received with scratched case.